Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/21/2017. (B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ethibond caused or contributed to: recurrence, suture granuloma, combo: antibiotic, steroid ointment, suture exposure, infection, iodine sterilization of the skin of the upper eyelid, reoperation ? If yes, provide details of event and specific suture product type. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used ethibond suture?

Event description:
It was reported in a journal article that the patient underwent a frontalis suspension with the open technique fox procedure between (B)(6) 2010 and (B)(6) 2013 and the suture was used to anchor expanded eptef directly to the middle third of the tarsus and to secure the square knot to the deep submuscular layer. Following the procedure, the patient possibly experienced partial or complete recurrence, suture granuloma at the middle suprabrow incision, which responded well to a combination of antibiotic and steroid ointment with no need for surgical removal, suture exposure at the middle suprabrow incision and/or at the skin crease incision within an average time of two months postoperatively. It was possible that the patient underwent a reoperation carried out under a complete umbrella of broad-spectrum antibiotics with closure of the wound at two different layers. It was also reported that the patient possibly experienced infection which was treated with iodine sterilization of the skin of the upper eyelid, topical antibiotic ointment, and systemic antibiotic and underwent a reoperation after skin infection was controlled. It was possible that the patient had overcorrection where the upper eyelid returned to normal position without massage or surgical intervention eight weeks after the procedure. During this period, only lubricants were used. Additional information has been requested.